Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of "hook came out of instrument". The entire cautery hook assembly was found broken off at the distal end. The broken hook, approximately 0.30 x 0.07 in size, was not returned with the instrument. This failure is typically associated with mishandling/misuse. An additional observation not reported by the customer was that the instrument was found have a broken monopolar yaw pulley. The broken piece was missing as a result of breakage. The size of the missing piece was approximately 0.12 x 0.09¿. This failure is typically associated with mishandling/misuse, such as excess force applied to the distal end of the instrument. Additionally, the monopolar yaw pulley was found to be broken and had thermal damage. Black char marks were observed. Any material missing is likely to be thermally induced rather than mechanically induced. One side of the distal clevis ear was removed, and the silicone potting did not appear to be compromised. The conductor wire was not damaged around the weld location. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the hook came off of the permanent cautery hook instrument while using the hook cautery to dissect tissue. The procedure was completed with no reported injury. Follow-up attempts have been made to obtain additional information from the customer concerning the reported event with no success.